Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was in the 300's mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, and subsequently resolved the issue by changing the infusion set and cartridge. No third-party assistance was required.